Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed chiller unit. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device water temperature was high.

Event description:
It was reported that the arctic sun device had water temperature high. Per follow up information received via email on (B)(6) 2023, device be sent in for a bd-approved facility for evaluation. The issue was not resolved the assessment has been completed. Waiting for repair. No sufficient cooling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.